Event description:
An altitude alarm was reported by the customer when their pump declared an alarm condition. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. The customer's insulin was initially suspended due to the alarm, but after receiving instructions from technical support, the speaker holes were gently cleaned and the cartridge was reconnected, allowing insulin to resume within ten minutes. The pump returned to normal operation, and the customer received tips to prevent future altitude alarms.